Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during subcutaneous suturing after pm implantation the implanter recognized in the ECG monitor an inadequate pacing. By checking the lead positions with the c-arm the x-ray showed a dislocation of the atrial lead. After repositioning of the a-lead, the implanter reconnected both vega leads to the eno dr pacemaker, and the pacemaker did not pace neither the atrium nor the right ventricular. No pacing inside or outside the pocket. He disconnected the reconnected the leads several times with no success of stimulation. Dr. Gosau decided to replace this eno dr to another one, which immediately paced successfully in both chambers.

Event description:
Reportedly, during subcutaneous suturing after pm implantation the implanter recognized in the ECG monitor an inadequate pacing. By checking the lead positions with the c-arm the x-ray showed a dislocation of the atrial lead. After repositioning of the atrial lead and reconnection of both leads, the pacemaker did not pace neither the atrium nor the right ventricular. No pacing inside or outside the pocket. He disconnected the reconnected the leads several times with no success of stimulation. Dr. Gosau decided to replace this eno dr to another one, which immediately paced successfully in both chambers.